Event description:
Medtronic received info that when connecting this cannula to the cardioplegia line, the blue tip became disconnected from the transparent portion of the cannula. All of the cannula parts were captured without incident and the product was returned for analysis. There were no adverse pt effects.

Manufacturer narrative:
(B)(4). Analysis: visual inspection of the returned cannula showed the distal tip of the cannula was detached when received. Further inspection showed evidence of bonding residue on the detached blue distal tip. Performance testing could not be performed on the cannula as the device was not considered functional. Investigation is pending on the cannula. Device history review could not be performed, as the lot number of the cannula was not available. Conclusion: the clinical observation was confirmed; however, a cause cannot be determined at this time. Further analysis and investigation is pending. Once additional info is gathered, the event will be updated, and a supplemental report filed.